Event description:
Customer reported glidescope gvl 4 device, was broken, upon return the lens cover was found to be cracked and missing pieces. The glidescope gvl 4 device was extremely worn. No pt involvement was reported.

Manufacturer narrative:
Device eval summary: a visual inspection of the glidescope video laryngoscope showed the camera lens cover was cracked pieces and were broken off. Additionally, the blade was extremely worn and had delamination. Safety alert notice c/r 3022472-5-07-2013-0001-c was issued to all customers on 05/10/2013 to provide add'l safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.